Event description:
A pt was admitted to a hospital with suspected "napsis". A physician was requesting info in regards to the pump being set to "off state". The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).